Event description:
The pump was returned for evaluation. This pump was found to register touch input without any user intervention. An internal investigation has been opened to address this issue. As for repairs to address this issue, a new lcd will be installed during the repair process, and the original lcd will be kept for further engineering review.

Event description:
The following has been reported: biomed reported: " unresposive/ghost touch screen pumps. Patient harm: no. Infusion stoppage: no. A preliminary review identified the following issue: random touches registered. An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.